Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. Microscopic inspection revealed a longitudinal tear 19mm long starting 41mm distal from the proximal marker band and tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 2.0mm x 100mm x 150cm coyote and a 2mm x 40mm x 144cm coyote es balloon catheters were used consecutively for dilatation. However, during first inflations, the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 2.0mm x 100mm x 150cm coyote and a 2mm x 40mm x 144cm coyote es balloon catheters were used consecutively for dilatation. However, during first inflations, the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.